Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 440mg/dl and low blood glucose of 54mg/dl. Customer stated that customer¿s blood glucose went up to 400mg/dl and also had blood glucose of 389mg/dl. Customer stated that they had blood at site with infusion set. Customer was treated with needle and took treatment of 6.0 units for twice customer declined troubleshoot for high and low blood glucose. Insulin pump will not be returned for analysis.